Event description:
Reporter alleged blood glucose measured 127 mg/dl and then immediately afterwards, a result of 260 mg/dl appeared on the display screen. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.